Event description:
As rn was giving patient lovenox injection, completed injection and activated the safety mechanism. When that happened, I laid the syringe down, then picked it back up and the needle plunger fell out of the syringe. Broken clear plastic flange right up against the blue plunger top plus the entire plunger encasement was broken.